Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. During a call with baxter customer service, the patient reported that on (B)(6) 2011, he experienced peritonitis that resulted in hospitalization on the same day. Treatment was not reported. On an unreported date while hospitalized, the patient had an unspecified toe amputation. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date, the patient recovered and the bags were clear. Action taken with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies was not reported. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd885277 and gd884437 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.